Event description:
Customer reported not receiving good suction and developing mastitis. The baby would not latch on and she was unable to empty her breast. It was also now taking longer for her to express with the pump, so she rented a hospital grade model to help resolve the issue.

Manufacturer narrative:
At the time of this report, contact was not made with the customer to obtain add'l info regarding this event. Several attempts were made to contact the customer, but were not successful due to an invalid email and phone number. "Mastitis is usually a benign, self-limiting infection, with few consequences for the suckling infant. The risk of mastitis in higher among women who have breastfed previously, especially those with a history of mastitis." "Breastfeeding and human lactation" (riordan and wambach, 4th edition, page 294) it cannot be definitively concluded that the pump caused or contributed to the customers mastitis. Should add'l info or the original product be received, resulting in new changed or corrected info, a f/u report will be filed. We will monitor complaints for similar issues.